Manufacturer narrative:
Concomitant medical products: product ID: 3987a60, lot# n316275, implanted: (B)(6) 2013, product type: lead. Product ID: 3987a60, lot# n316276, implanted: (B)(6) 2013, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3987a60, serial/lot #: n316275, ubd: 04-jan-2016: product ID: 3987a60, serial/lot #: n316276, ubd: 04-jan-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, headache. It was reported that the lead had migrated and the implanted neurostimulator (ins) was explanted. After the ins was removed the patient reported that they had headaches. No additional symptoms, and no additional device complications were reported for this event.